Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. The date of event was used as (B)(6) 2013 - the date of the type ii endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 66mm and was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure without any complications or reported endoleaks. On (B)(6) 2013, computed tomography with contrast determined a type ii endoleak from the lumbar and inferior mesenteric arteries with no reported aneurysm enlargement. On (B)(6) 2015, this patient underwent an embolization procedure to treat the type ii endoleak. The physician reported that the endoleak persisted. The type ii endoleak was reported to be aneurysm related, and not related to the device or procedure. On (B)(6) 2015, the patient underwent the additional right ilio-lumbar embolization procedure to treat the type ii endoleak. The patient discharged from the hospital on (B)(6) 2015 without any complications. The follow up computed tomography with contrast determined that from (B)(6) 2013 till (B)(6) 2016 the aneurysm measured as 64mm-65mm.